Event description:
It was reported that patient was alerted with non-sustained lead noise. Myopotential oversensing was suspected. Programming change was decided. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.